Event description:
(B)(4) - the customer alleged that while using the (B)(4) walker, the front right leg broke off in a circle with a rough edge, resulting in a fall, and she was bruised along her arms and body on the side of the fall. However, she has not seek medical attention.

Event description:
(B)(6) the customer alleged that while using the 6291-jr5f walker, the front right leg broke off in a circle with a rough edge, resulting in a fall, and she was bruised along her arms and body on the side of the fall. However, she has not seek medical attention.

Manufacturer narrative:
(B)(4) issued MFR report #1531186-2012-01088 indicating that the importer awareness date was (B)(4) 2012. The actual date is (B)(4) 2012.